Manufacturer narrative:
The reported thunderbeat device has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Despite multiple followups with several customer personnel by phone and in writing, it is still not known what was the procedure, the event date, whether or how it was completed, what was done to address the reported burn injury, or the patient¿s current condition. It is also not known if the injury involved the target tissue at the device jaws or tissue touching some other part of the device, such as the shaft. The actual model numbers of the olympus generator and the olympus thunderbeat device involved also remain unknown. Based on similar thunderbeat complaints for perforation and burns, a potential sequence of events is thermal injury from the device shaft due to operator technique. The instruction manual from representative model tb-0535fc contains warnings to prevent thermal injury: ¿whenever possible, avoid contacting the shaft other than the grasping section to the tissue as the temperature of the shaft can become elevated and could cause unintentional burns.¿ ¿only the grasping section should come in contact with the tissue. If other parts (e.g., the metal area around the grasping section or shaft of the thunderbeat instrument) come in contact with the tissue, they may cause burns due to current leakage.¿ the instruction manual also contains directions for pre-procedure inspection of the device, including verification of activation. The instruction manual also states, ¿confirm that the selected output level is appropriate for the procedure to be performed.¿

Event description:
The 3 of 3. Olympus was informed that during an unknown procedure involving an unknown model olympus generator and unknown model olympus thunderbeat device, the patient had a liver burn injury. It was reported that the cut and coag output was too high, leading to the thunderbeat handpiece overheating and burning the patient¿s liver. This complaint addresses the reported thunderbeat device.